Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity drug eluting stent was intended to be used to treat a lesion in the distal rca. Stenosis was 80%. The lesion was pre-dilated. There was no damage to the device packaging and no issues removing the device from the hoop. Device was inspected with no issues noted. No resistance was encountered during delivery. No excessive force was used. The device did not pass through a previously deployed stent. It was reported that stent deformation occurred in vivo during positioning / advancement. No patient injury reported. The physician assessed that the event was due the lesion morphology.

Manufacturer narrative:
Evaluation summary: protective sheath and stylette were returned loaded on device. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 22nd stent wrap, with struts raised. No deformation was evident to the distal tip. The guidewire lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product image review: received image shows a resolute integrity shelf carton and packaging pouch. There is no damage evident to the shelf carton or the packaging pouch. If information is provided in the future, a supplemental report will be issued.